Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the helix exceeded specification the number of turns to extend and retract. Concomitant medical products: etlw1613c124e, stent, implanted: (B)(6) 2014; etbf2513c166e, stent, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was undersensing. During lead revision, fluoroscopy was unable to verify helix extension. The lead helix could not be deployed during lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.